Event description:
A doctor reported that a patient who underwent bilateral lasik in (B)(6) 2011, came into the clinic on (B)(6) 2012 and reported that "objects seem misshaped and things don't line up" in both eyes, since one month post-op. The patient was diagnosed with monocular diplopia in each eye. This report concerns the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).